Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the sutures of two proglide devices were pre-placed in a common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The sheath was upsized to a 24f and the tavi procedure was completed. Reportedly, a suture break occurred when advancing the knot of one of the proglides. Hemostasis was achieved with the other pre-placed proglide sutures along with the sutures of an additional proglide device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported suture break could not be tested due to the suture not being returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.